Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were not lubricated well enough and the patient was having to add additional lubricant. Per customer via phone on (B)(6) 2022, it was reported that the box of catheters opened had no lubrication whatsoever. Patient did not want to open the other boxes. The customer was unsure if they were sent faulty intermittent catheters and/or expired ones.

Event description:
It was reported that the intermittent catheters were not lubricated well enough and the patient was having to add additional lubricant. Per customer via phone on 08sep2022, it was reported that the box of catheters opened had no lubrication whatsoever. Patient did not want to open the other boxes. The customer was unsure if they were sent faulty intermittent catheters and/or expired ones.

Manufacturer narrative:
The reported event is inconclusive as evaluated representative samples are out of specification and the condition of the original used sample is unknown. Visual evaluation noted 288 magic 3 go catheters were received in closed original packaging. No bends, flash, bumps or sharp present on catheter. Outer box label indicates expiration date to be 28feb2025. Further testing required. Functional evaluation noted coefficient of friction was performed. Each sample was cut in half in order to test as a pair. All test samples contained lubricant however kinetic coefficient of friction (cof) was found to be out of specification (<0.400) for all catheters tested. Captures lack of lubricity in catheter. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.